Manufacturer narrative:
Device 2 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the five infusion sets fell off during use and the events occurred between (B)(6) 2024. The set fell off when the patient was swimming. The infusion set was in use for 24 hours or less for all events. No further information available.